Event description:
Defibrillator (ICD) and chronic lead system were giving oversensing noise on the rate/sense channel resulting in diverted episodes and inhibition pacing. Guidant received additional info in 3/2003 that noise was noted on the shock and atrial electrogram that appeared to be non-physiologic. Same thing was reported for the atrial lead in the base of the pt's atrium very close to the right ventricular lead. In 10/2003 the ICD was removed for having reached an eri (elective replacement indicator) battery status. The pace/sense portion of the model 0144 lead was capped and replaced.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing noise on the rate/sense channel resulting in diverted episodes and inhibition of pacing. Guidant received additional information in march 2003 that noise was noted on the shock and atrial electrogram that appeared to be non-physiologic. It was further reported that the atrial lead in the base of the pt's atrium very close the the right ventricular lead. In october 2003 the ICD was removed for having reached an eri (elective replacement indicator) battery status. The pace/sense portion of the model 0144 lead was capped and replaced.